Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was seeing poor communication on the patient programmer. The patient stated the healthcare professional (hcp) told the patient to utilize his interstim extra because the patient was going to be getting an artificial sphincter and pump, the patient put new batteries in the patient programmer, but was not able to connect/view therapy screen. It was noted the patient used the antenna. The patient gave no indication of a loss of therapy and mentioned having met manufacture representative (rep) in the hcp¿s office previously, and the patient confirmed the rep confirmed the ins battery was ok. The patient confirmed the antenna was secured, but that did not resolve the issue. The patient unplugged the antenna and placed the patient programmer directly over the ins, but that did not resolve the issue. There were no symptoms reported. The patient noted the issue began a couple of days prior to the call on january 23rd. It was noted it would not interrogate. Additional information was received. It was reported that the replacement patient programmer did not resolve the poor communication screen and the patient programmer not communicating. The patient stated that the generator had to be replaced in the unit in his back, but now it communicated okay. There were no further symptoms or complications reported or anticipated.